Manufacturer narrative:
Other, other text: h10 device evaluation results: the affected bivona tracheostomy tube was returned for investigation in used condition. Visual inspection revealed that the valve was inside the pilot balloon. There were no short shots surrounding the opening in the pilot balloon that would have allowed the valve to fall out of position. The customer reported product problem was not verified during testing. No fault was found with the device.

Event description:
During preparation the device cuff "would not inflate evenly". No patient involvement.